Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifiers: (B)(6).

Event description:
It was reported during reprocessing a sampling of the biopsy channel of the bronchofiberscope tested positive for more than 100 colony forming units (cfus) of pseudomonas aeruginosa, more than 100 cfus of acinetobacter bawmannii, and an unspecified number of cfus of klebsiella pneumonia. The customer reported the endoscope was used on three patients resulting in infections. Two patients tested positive for multidrug resistant pseudomonas aeruginosa, and one patient tested positive for a different strain of pseudomonas after use of the endoscope. The patients received antibiotic treatment with cefiderocol - nipenem relebactam and colestrina and were admitted to intensive care.

Event description:
It was clarified that the patient outcome was not intensive care, since the patients were already hospitalized in that department. The three patients were subjected to antibiotic therapy. Two of the patients were moved to another hospital due to impossibility to use the endoscope washer and related devices involved. The procedures performed were bronchoscopies.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained, regarding the reported event. Please see update to b5, d9, h4.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party culture testing, device evaluation, and the legal manufacturer's final investigation. The device was returned to olympus for evaluation. Bacteria was detected during culture testing (per third-party). There were no additional reportable device defects observed during the inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the third-party test results provided by the facility revealed the following microorganisms found in the device biopsy channel: pseudomonas aeruginosa (>100 cfu), acinetobacter baumannii complex (>100 cfu), and klebsiella pneumoniae (unknown cfu). The results confirmed the same microorganisms in which the patients tested positive. Therefore, it is possible that the device was related to the reported patient infection. Moreover, olympus also sent the device for third-party culture testing. The results were negative for the reported microorganisms. However, acremonium species (1 cfu) was detected in the biopsy channel/suction channel. After reviewing the facility¿s reprocessing steps, it was identified that there was a deviation from the instructions for use (IFU) manual. More specifically, the user did not perform manual cleaning within one hour after the procedure. Also, the device was not immersed. Therefore, the reported event was likely caused by a deviation from the reprocessing steps outlined in the IFU. The event can be detected/prevented by following the IFU in section: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ this supplemental report includes an update to d9 and h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.